Event description:
It was reported by the surgeon, a pt with a pathological subtrochanteric fracture (cancer prostata) had a gamma3 implanted on the (B)(6) 2010, and came back in the operating room on the (B)(6) with a broken gamma3 nail.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.